Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be completed. No issues were noted during investigation. No product sample was received; therefore, no visual and functional testing could be performed. The reported issue could not be confirmed due to the fact that no samples, pictures or videos were received to perform a thorough investigation. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that, during epidural infusion, it was suspected that the filter in the tubing was somehow absorbing the medication causing a delay (2-3 minutes) in pain relief for patients. It was also noticed that if the tubing was not clamped after priming, the tubing continued to drip out medication. No patient injury was reported.